Event description:
The hospital reported that when preparing for a coronary artery bypass procedure, the hst iii system (4.3mm) when the delivery device was pulled out from the loading device, the seal was caught in the loading device and did not come out. Therefore, prepare another heartstring and set it in the same way. This time, they were able to set it up without any problems and used it in the operation as it was. The plunger has not been pressed due to a problem during the setting stage. They had to prepare another product, so there was a delay of about 2-3 minutes. There is no effect on the patient because of the malfunction at the preparation stage.

Manufacturer narrative:
Trackwise ID 787583. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/03/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed inside the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot #3000241173 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.